Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy, a spark was observed emanating from the 8mm maryland bipolar forceps instrument, resulting in the burning of unspecified plastic. Fortunately, there was no injury to the patient. Prior to use, the instrument was inspected with no unusual findings noted. During the procedure, the instrument did not interact with other instruments. The issue arose when the surgeon was dissecting a broad ligament using monopolar scissors, causing the energy to arc to the bipolar instrument and melt a small part of the plastic. The spark was visible at the time. The bipolar instrument was promptly removed and replaced, and the surrounding tissue was inspected, confirming no injury. The procedure was completed successfully without post-operative complications, and the patient is recovering as expected.